Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer ¿s mother reported via phone call that the pump had blank display. The customer¿s blood glucose level was 200 mg/dl. The customer¿s mother reported that the insulin pump was broken. It was reported that in the middle of night battery alarmed went off and tried different batteries and it did not work. It was also stated that the display was flashing white. The troubleshooting was performed and was advised to remove the battery and insert battery alarm did not display on the pump screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will not be returned for analysis.